Manufacturer narrative:
The investigation determined a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The assignable cause of the event is most likely an analyzer related event. A troponin I es within-run precision test was outside of acceptable guidelines, indicating the vitros 5600 system was not performing as intended. An ortho field engineer performed service actions to multiple subsystems to return the vitros 5600 system to expected performance, as follows: cleaning and maintenance actions to numerous microwell subsystems including replacing the reagent metering pump, cleaning of the microwell incubator, replacing well wash filters and verifying incubator and well wash adjustments. Following this action, acceptable vitros tropi es performance was observed.

Event description:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample and lower than expected qc fluid results were obtained from two different non-vitros biorad qc fluids when tested on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and is reportable. Patient sample 1 result of 0.330 ng/ml versus the expected result of 0.032 ng/ml. Biorad qc lot 23661 result of 0.012 ng/ml versus the expected result of 0.137 ng/ml. Biorad qc lot 23662 result of 0.012 ng/ml versus the expected result of 3.53 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected, vitros tropi es patient sample result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).